Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic protectomy, the common iliac artery was damaged. A laparotomy was performed to repair the damaged area. There was no device malfunction, the doctor stated that the patient was obese, and therefore required excessive force to insert the trocar. The patient was insufflated upon insertion of the trocar, without visualization. It is unknown how much blood was lost; however, a transfusion was not required. Two days post-op, the patient is on his way to recover well and there is no damage to the nerve. The patient had an open proctectomy after 1 week and he is going to be discharged from the hospital in a short time. The device was discarded at the hospital.